Event description:
A fire occurred in conjuction with the use of an oxygen concentrator. The pt fell asleep while smoking, and dropped the lit cigarette onto the oxygen canula. The cigarette ignited the canula, which burned back toward the source of the oxygen flow, the oxygen concentrator. The flame was apparently terminated after unplugging the concentrator and allowing the pressure of oxygen to bleed from the system. Based on the info received, the pt used the device contray to the product labeling: "warning: this machine produces oxygen. Keep away from heat and open flames. Do not smoke near the pt or machine." This incident did not result in medical intervention. There was an unknown amount of property damage associated with the fire.